Event description:
During release of fascia, one of the tips of the diamond cutting scissors broke off within the sub-q tissue making a small 5 mm laceration which was repaired in the operating room. Tip was found on intra-op x-ray and removed.